Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer will inspect the ventilator and contact covidien if further assistance is required. It is not verified that the vent was inoperable, and that a malfunction occurred.